Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was detected that triggered a lead integrity alert (lia) on the right ventricular (rv) lead. It was noted the rv lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.